Event description:
Customer reported tubing sleeve broke while being inserted into pca. Product, no pt. Investigation completed in 2008. Set received for investigation. Visual inspection showed separated male luer and the luer collar from the male luer. Investigation showed customer's experience of breaking of tubing sleeve was verified. Luer collar separated from luer on disposable set. Tubing separated from the male luer. The root cause of the luer collar and tubing separation is due to excessive force.

Manufacturer narrative:
This report was filed by the manufacturer.